Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. The target lesion was located in a stented left anterior descending (lad) artery. A 2.50x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was implanted inside a previously implanted stent. Everything went fine during the case and the patient was discharged on plavix and cilostazol the same day. Two days post procedure, the patient presented at the emergency room with st-elevation myocardial infarction. Angiography revealed that the recently placed synergy ii stent had thrombosed. The thrombosed stent was treated with an aspiration catheter followed by angioplasty. No further patient complications were reported and the patient's status was okay. The patient was discharged on plavix and cilostazol.